Event description:
To summarize this event, the patient underwent transcatheter occlusion with a 20mm amplatzer septal occluder. One day post implant, the patient experienced urinary hemolysis. Two days post implant, an echo was performed and revealed a perforation. The device was surgically removed and the atrial septal defect was closed.

Manufacturer narrative:
This issue was forwarded to aga's medical consultant for review. This event was originally suggested to be hemolysis, but follow up echocardiograms and cardiac catheterization procedure discovered a fistulous communication between the aorta and and the right atrium. Intraoperatively, a tear in roof of the left atrium was also seen. Review of the pre-procedure echo, intra-procedure echo pictures, cath angios during and after the procedure was performed. The anatomy of the defect is typical for a high risk asd. I.e. Very high secundum asd with no aortic rim at several angles of the tee probe image acquisition. This anatomy was compounded with a thin, aneurysmal septum which showed two defects in caval view. Balloon sizing was performed accurately for the type of the defect; device does not appear to be oversized for the type/size of the defect. Balloon diameter of the defect was 18 to 20 mm. The device profile after deployment and release was flat. It, however, did not splay on the aorta. The edges of the right and the left atrial seem to hit the aorta with each cardiac cycle disc. Because of the high nature of the defect, no aortic rim, thin septum with a second defect, the device became wedged between the aorta and the posterior wall, resulting with this complication. This event will be reviewed by aga medical's erosion board during the next meeting. In the event further information is provided, a supplemental report will be filed.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on (B)(6) 2011 and definite erosion was confirmed.

Manufacturer narrative:
This report is in response to FDA's request on may 8, 2008.this event was reviewed by aga's asd erosion adjudication board on july 14, 2008 and the following observations were reported: this patient experienced a device related erosion. However, due to the fenestrated defect, the board could not determine if the device was oversized.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration and decontaminated. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and approximately 4mm of the proximal disc patch edge stitching was missing, possibly the result of surgical removal. During manufacturing, the device underwent verifications of overall length, end weld quality, braid integrity, patch integrity, seal integrity, and a review of sterilization records. Review of the manufacturing documentation confirmed this device successfully passed these inspections.